Event description:
It was reported that oversensing was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the distal tip measuring 51cm was returned for analysis. The complaint could not be verified. Internal insulation abrasions were found at 11.5cm to 12.0cm and 19.5cm to 20.0cm from the distal tip. The etfe coating of the sensing conductors was intact. All electrical measurements that could be performed on the partial lead were normal.